Event description:
During an atrial fibrillation procedure, air was aspirated. After pre-mapping with the advisor hd grid catheter, a large amount of air was aspirated when inserting the farawave catheter (boston scientific) into the sheath. The sheath was immediately removed. An alternative sheath (the same lot# as the reported device) was removed from the package, however, it was never used. There was no issue with the 2nd sheath. Ultimately, the procedure was continued with a faradrive sheath (boston scientific). The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.